Event description:
It was reported that during a ptca/stent procedure the stent was pulled back into the guiding catheter, contrary to IFU, and separated from the delivery sys. The stent remained in the left main. A snare device was used to retrieve the stent, however, when pulling the snare device through the sheath, the stent was lost again in the periphery and was not recovered. The case was completed as a ptca. Reportedly the pt was in stable condition throughout the procedure.